Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified it is bent at the shaft where the flexing of the shaft begins. Complaint is confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process as the device has been returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible drill shaft was bent while drilling for screws. No significant delay to surgery or adverse consequence to the patient was reported. No further information available at the time of this reporting.